Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump shut down. The blood glucose was unknown at the time of the incident. Customer stated that, he changed battery several times already and still not working. Customer declined troubleshooting as the insulin pump is now working he fixed it by following the manual. The customer advised to replace the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot (p).